Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a temperature (temp - physical damage) issue. It was reported that the pump felt very warm to the touch. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 (B)(4) 2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump black box was reviewed and showed no activity related to the event; no sudden changes in voltage or delivery interruptions were noted. The battery compartment and cap were found to be intact and were able to maintain electrical connection. The pump was exercised without any alarms or overheating being duplicated. The pump was opened and inspected for internal moisture or intermittent conditions with no defects found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.